Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. Shell thickness within specification). As per the investigation procedure, non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: it is not possible, to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported, left side device rupture. Diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.